Event description:
Customer received results of 117mg/dl and 511mg/dl on the same device within minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.